Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/28/2018 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time . Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern, unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 245 and 346mg/dl. The expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 251 and 298 mg/dl using true metrix meter. Test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 245 and 346mg/dl. The expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 251 and 298 mg/dl using true metrix meter. Test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is approximately three weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6).